Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the device was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the device was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this s-ICD remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
This device is expected to be returned for analysis but has not yet been received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the device was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this s-ICD remains in service. Additional information: this s-ICD system was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to artefact oversensing. The patient was seen in-clinic for troubleshooting, as recommended by technical services. High amplitude noise was seen in secondary vector, and the device was programmed to alternate vector with gain x1. That same evening, the patient received another inappropriate shock. The patient was seen the following morning for another follow-up. The device was programmed to secondary vector and x-ray imaging was obtained which showed suboptimal system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. At this time, this s-ICD remains in service.